Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low glucose (glum) results generated by the unicel dxc 800 pro synchron clinical systems for five patients. The results were reported out of the lab. The original samples were re-tested and higher glum results were obtained for all five patients. Results were amended. Customer is unaware of any change in patient treatment.

Manufacturer narrative:
Level iii qc recovery was erratic in the am shift. Customer recalibrated glucose module and reran all samples prior to erratic qc recovery. Service call was initiated and phone calls were performed with the customer. Customer recalibrated the electrode and recalibrated the glucose module. However, they still were seeing erratic recovery. Customer changed the reagent bottle and recalibrated, but it did not resolve the issue. Customer changed to a new electrode. As of (B)(6) 2010, no new reports of any glucose problems were received. A root cause for this event is unknown.